Event description:
It was reported through the literature article "a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement" that the patient required replacement surgery for driveline disconnection. During the surgical intervention, the patient had an air embolism. Related MFR #: 2916596-2022-14823.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. The event date was estimated as the date of publication and data collection were not provided. Article title: a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement. (B)(6). Department of surgery, (B)(6) hospital. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
Additional information was received that no air embolism occurred in this event.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2916596-2022-00084.